Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the surgeon was using the guides for a chin implant and the screw broke off before fully tightening. The part of the screw that had been inserted was removed and thrown out. There was no surgical delay nor medical intervention reported, and the procedure was completed succesfully.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The investigation shows that the screw was strongly damaged by too high torsional forces during the insertion and as a result it was broken off during the removal. Most likely during the insertion the satisfying result was not achieved and therewith the screw was pre-damaged. Therefore by the attempt to remove the screw the breakage occurred. The fracture surface shows the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or a too low deepness of the pilot hole. The investigated failure modes (intraoperative screw fracture) and the related root cause (too high torsional forces) can be attributed to a user related event. Due to the strong damages, it is not possible to determine the identification of the fragment in the bone. The 2.0 mp screwdriver blade (green/red) was used. Most likely blade used was identified to be # 60-20140 ¿ 2.0mm/2.3mm mp screwdriver blade for mp module, which is indicated to be used for the complained screw. Additionally, the drill used to pre-drill is 60-15020, which is adequate to be used in combination with the complained screw. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that the surgeon was using the guides for a chin implant and the screw broke off before fully tightening. The part of the screw that had been inserted was removed and thrown out. There was no surgical delay nor medical intervention reported, and the procedure was completed successfully.